Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of recalled implant on right side, device remains implanted.

Event description:
Patient reported right side rupture and "a small amount of fluid is seen surrounding the implant." The device the device has been explanted.

Event description:
Patient reported right side rupture and "a small amount of fluid is seen surrounding the implant." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional report of "a small amount of fluid is seen surrounding the implant".

Event description:
Patient reported right side rupture and "a small amount of fluid is seen surrounding the implant." The device the device has been explanted.